Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4194-88, lead, (B)(6) 2008; 5076-45, lead, (B)(6) 2008. (B)(4).

Event description:
It was reported that the battery was at recommended replacement time (rrt) earlier than expected. The device was explanted and replaced. No patient complications have been reported as a result of this event.